Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision¿ implantable pulse generator (ipg) model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm model #: sc-4316 lot #: 14616197/15021915 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing shocks of sharp, numb and tingling pain with movement or activity. It was also reported that the two electrodes were having low impedance and others were blocked due to scar tissue. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the pocket site due to the placement of the ipg. The patient underwent a revision procedure wherein the ipgs and leads were replaced per physician preference. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocks of sharp, numb and tingling pain with movement or activity. It was also reported that the two electrodes were having low impedance and others were blocked due to scar tissue. The patient will undergo an ipg replacement procedure.